Event description:
A reported incident allegedly involving an unknown mitek anchor was received from the patient involved detailing the following: a routine successful rotator cuff repair was performed in 2002 and was described as such by the surgeon who had performed the procedure. Videos of the procedure were viewed by the surgeon and the patient showing that the anchors in question were properly placed, were intact and that the sutures were holding the tendons in place. A post operative period of 1 month was spent by the patient as immobilization of the arm that had been treated and restriction to "passive movement" to facilitate flexibility. At the end of this 1 month healing process the patient entered into a physician therapy program to regain the use of their arm. The patient had a very painful experience to the rehab therapy which did not improve as the therapy moved forward. 3 months post op an x-ray and 2 mris were taken which revealed what appeared to be "faulty healing" of the operational area. In 2003, a re-operation was performed, this was an open procedure with approximately a 2" incision to access the area of concern. At this point the surgeon found that one of the alleged unknown mitek anchors was broken at the area where the suture is attached to it.